Manufacturer narrative:
Citation: jae-sang oh, seok-mann yoon, hyuk-jin oh, et al."endovascular treatment of dural arteriovenous fistulas: single center experience." J korean neurosurg soc 59 (1) : 17-25, 2016. The device was not returned; therefore, no definitive conclusion can be drawn regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through literature review that onyx migration occurred during transarterial onyx embolization if indirect carotid cavernous fistula. It was reported after placement of microcatheter into the accessory meningeal artery, onyx injection was started carefully. During onyx injection, sudden migration of onyx cast into the cerebral artery was detected. Despite several efforts to retrieve the onyx cast using endovascular technique, onyx cast was not retrieved. Thus, emergent microsurgical removal of onyx cast from the middle cerebral artery (mca) bifurcation was performed with one piece successfully. Follow-up magnetic resonance angiography showed complete restoration of mca flow.

Event description:
Medtronic received additional information; that onyx migration was believed to be related to the injection pressure.